Event description:
Issue: unusual eye sensitivity/irritation/redness/sensitivity to light/sensation that some object is in eye. I am an amo complete moistureplus multipurpose solution product user. I believe the issues I described above surfaced when I started using my current package of amo complete moistureplus product lot number is ab04028. I started using this package 2 weeks ago. Dates of use 2007.